Event description:
Star total ankle replacement components were removed.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-143, lot #: 0940064, expiration date: 01/16/2012, date of explantation: (B)(6) 2014, device manufacture date: 02/2010. Star total ankle replacement: talar component, model #: 400-257, lot #: 091204/2553, expiration date: 04/01/2015, date of implantation: (B)(6) 2012, date of explantation: (B)(6) 2014, device manufacture date: 04/2010. There were no deviations reported in the DHR for part no. 400-143, lot no. 0940064. The DHR for part no. 400-257, lot no. 091204/2553 notes that (B)(4) pieces were discarded, and (B)(4) piece was reworked. The DHR for part no. 400-263, lot no. 100204/2639 notes that (B)(4) pieces were reworked. All released parts were within specification.